Event description:
It was initially reported to boston scientific corp that a wallflex biliary stent was used during a stenting of a biliary hilum on (B) (6)2009 (B) (6). According to the complainant, during the procedure, the nurse was unable to deploy the stent. There was no resistance from the device; however, it appeared as there was no stent to deploy in the device. The device was removed and inspected and the stent was visible in the device. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; shaft break.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, although the distal handle was retracted. It was noted that the proximal end of the guidewire access sleeve (gas) had detached from the 6fr outer sheath. On closer examination of the bond between the gas and the 6fr outer sheath, it was determined that there was no bond present. During analysis, it was possible to retract the distal end of the outer sheath by hand and deploy the stent without issue. Based on the results of the investigation, the most probable root cause is a mfg issue since no bond was present between the 6fr outer sheath, and the side of the 6fr gas. A review of the mfg documentation for this batch identified no issues. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. A labeling review identified that the device was used per the directions for use (dfu)/labeling. (B) (4).